Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) in the pt's right eye 5 days post implant and the pt noticed a decrease in distance vision. On post op day 1, homeatropine was instilled, the pt was instructed to use readers for near tasks and the pt was put on maxitrol and diclofenac qid. On (B)(6) 2014, cornea showed significant spk and the lens had moved back some but was still planar. Punctal plugs were placed, maxitrol changed to predforte quid, diclofenac was stopped, and cyclogyl was continued at bid. On (B)(4) 2014, cornea improved with only mild spk noted, with ucdva 20/80, bcdva 20/20, bcnva j1, and ucnva j1. The lens was repositioned on (B)(6) 2014, and ucdva was 20/25 on (B)(6) 2014 (day 1 after lens repositioning). According to the surgeon, the likely cause of the event was "inadequate mydriasis caused lens movement initially, and fibrosis afterwards." The pt's prognosis was reported as "doing well after lens repositioning."

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.